Event description:
It was reported that the microcatheter broke. A 130 direxion transend-14 system was selected for use. During procedure, it was noted that the outer tubing of the microcatheter broke into two places upon navigation. No patient complications reported.

Event description:
It was reported that the microcatheter broke. A 130 direxion transend-14 system was selected for use. During procedure, it was noted that the outer tubing of the microcatheter broke into two places upon navigation. No patient complications reported. It was further reported that the target lesion was in the urinary bladder. The inner tubing was intact allowing to remove the catheter from the patient and the procedure was completed with a different device.

Manufacturer narrative:
E1. Initial reporter first name updated. E1. Initial reporter email updated.

Manufacturer narrative:
E1. Initial reporter first name updated. E1. Initial reporter email updated. Device evaluated by manufacturer: the device was returned for analysis. The device had traces of blood on it. Inspection revealed outer shaft fracture located 9.8cm and 10cm from the strain relief, and inner shaft damage (twisted/flattened). Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that the microcatheter broke. A 130 direxion transend-14 system was selected for use. During procedure, it was noted that the outer tubing of the microcatheter broke into two places upon navigation. No patient complications reported. It was further reported that the target lesion was in the urinary bladder. The inner tubing was intact allowing to remove the catheter from the patient and the procedure was completed with a different device.